Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Review of egms found noise on lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.